Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data will not be analyzed as signal loss for one hour or less is within specification. Confirmation of the allegation was not determined. No root cause analysis was performed as signal loss was within specification.